Event description:
It was reported that pump displayed malfunction code 16 that recurred even after being reset, with no notable events occurring prior to malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump for insulin delivery, was instructed to place malfunctioning pump in storage mode and return it with pre-paid label, and was advised to reprogram settings and reconnect cgm on replacement pump running software version 7.10.2, which technical support arranged to ship after confirming warranty and address.